Event description:
It was reported that a healthcare provider¿s office contacted support regarding difficulty removing a connector because the patient lacked sufficient hand strength, and support recommended using a gripper to aid connector removal. Symptoms included no adverse clinical effects. Outcomes included no impact to health or required medical intervention.

Manufacturer narrative:
Investigation included a telephone assessment and troubleshooting guidance. Investigation of this case revealed user handling challenges related to connector removal without evidence of device malfunction. It was concluded that the event was attributable to user difficulty and that product function was not impaired.